Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the blood glucose was high. The customer¿s blood glucose was 420mg/dl at the time of incident. The customer reported that the reservoir compartment is broken and reservoir doesn't lock. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with corroded battery tube, reservoir tube lip completely broken off, cracked battery tube thread and cracked case near display window corners noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.